Event description:
The manufacturer received information that a patient with a remstar autoa-flex device has passed away and the daughter wanted to return the device. There was no allegation that the device contributed to the death. No additional details were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.